Event description:
It was reported that the patient underwent a total abdominal hysterectomy and bilateral salpingo-oophorectomy because of pelvic pain and ovarian cysts. During the procedure, the absorbable hemostat was used. Four to five days postoperatively, the patient complained of severe rectal pain and "rhythmic rectal spasm". As a result, seven days post hysterectomy an exploratory laparotomy was performed to determine the origin of the pain. During the re-operation, signs of inflammation were found at the vaginal cuff and no sign of infection was observed. In addition, a generalized inflammatory adhesion corresponding to the location of the absorbable hemostat application was noted. The adhesion was "mostly severe" in the vicinity of the sigmoid colon where a "ball" of hemostat was retrieved. The pain and spasms have "intensified" since the exploratory laparotomy. A colonoscopy was performed 6 weeks post hysterectomy where inflammation and edema, resembling inflammatory bowel disease was found at the sigmoid colon. No abnormality was observed in other sections of the colon. After confirming the nature of the pain was likely inflammatory rather than infectious, vaginal steroidal pack and injection, librax (for irritable bowel syndrome) and valium (as an anti-spastic agent) were given to the patient. The valium and steroidal injection were effective in reducing the pain and spasm. Currently, the pain has been reduced to 'tender on the touch". The patient has also been experiencing dyspareunia and has been unable to resume sexual intercourse. Periodic steroid injections are to continue.

Manufacturer narrative:
Inflammation and pain occurred. Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.